Event description:
It was reported that the patient had implantable neurostimulator (ins) pocket pain. It was noted that there was a pocket revision with ins replacement. It was noted that to decrease the number of surgeries the ins was replaced at the time of the revision. It was noted that the anatomical placement was left and spine. The patient was not in a clinical study. The device was replaced with a product from the manufacturer. It was noted that the device was not used with/in a patient. There was no patient death. There was no patient injury. The patient status after the device removal was recovered without sequela. It was later reported that troubleshooting was not done to provide insight to the pain at the ins site. It was noted that there was not an issue occurring with the ins that would have warranted an ins replacement in the near future. In response to the question, ¿was the cause of the pain at the ins site determined?¿ the manufacturer representative responded, ¿site of ins.¿

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4). Analysis of the implantable neurostimulator (ins) found that it was functionally okay and there were insignificant anomalies.